Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the customer asked to check if the device had a normal battery longevity. The device would change next wednesday, because rrt is reached.

Event description:
Reportedly, the customer asked to chek if the device had a normal battery lomgevity. The device would change next wendsday, because rrt is reached.

Manufacturer narrative:
Based on the historical follow-up data that were provided, the expected overall longevity is estimated at ¿ 66,9 months (5,6 years). The implantation duration was 70,4 months, which is higher than the estimated overall longevity. Based on hrs guidelines, no premature battery depletion occurred. The returned device showed normal operation. Based on the available data, no issue is suspected on the subject pacemaker.